Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm. Customer's blood glucose level was 180 mg/dl. Troubleshooting for motor error was performed. Customer advised during a bolus attempt they received a motor error alarm. Customer received three motor error alarms in the last 30 days. Customer reported a software error and frozen screen in addition to the motor error. Troubleshooting for frozen display screen was performed. Customer advised they removed the battery and the display worked properly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside of the device and passed. No unexpected motor error alarms, a52/e52 alarms or frozen screen anomalies noted during our testing. The insulin pump passed pump self test, displacement test, rewind test and basic occlusion test. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing the end cap sticker.